Event description:
Device did not function in the eye. It was removed at approximately 1 month post-op with 1 month iop pressure of 26 with 4 meds. Pre-op was 35mm hg with 5 meds. Day 1 post-op of 4mmhg. Day 7 post-op 10mmhg. The spike at one month was the reason for the explant. No bleb was observed and the device seemed to be blocked in its lumen. The device was removed.